Event description:
Information received from the field notes that during the implant procedure, when the device was connected to the lead, interrogation gave a lead impedance of 234 ohms. The device was presumed defective and replaced.